Event description:
A miniarc sling was implanted to treat, "pelvic organ prolapse and/or urinary incontinence." It was reported that, as a result, the pt, "suffered debilitating injuries from the synthetic mesh erosion, hardening, chronic-pain and worsening urination," leading to the need for surgery; required and will continue to require healthcare and services, she has and will suffer mental anguish, a diminished quality of life, chronic debilitating pain, and, "other such damages." Also reported were, "serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring," and "permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.